Event description:
It was reported the pt ((B)(6)) was unable to recharge the ipg. Efforts to resolve this matter with use of a different charging system proved unsuccessful. Surgical intervention was undertaken on (B)(6) 2011 to replace the ipg. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.